Event description:
The device was used during a laparoscopic burch procedure. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was unable to retrieve the component and applied suture to complete the procedure. The hospital has reported no patient injury occurred.